Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issues. A review of the complaint history did not identify a lot specific issue. Based on this information, a cause for the reported (single leaflet device attachment) slda cannot be determined. The reported surgical procedure and hospitalization were also due to case specific circumstances as the patient was hospitalized and transferred for surgical replacement of the mitral valve. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The first mitraclip was implanted. After removal of the gripper line without resistance, the posterior leaflet came out of the mitraclip. A second mitraclip was implanted to stabilize the first clip, but there was still too much movement. Mr was grade 3-4. The patient was transferred for surgical replacement of the mitral valve. There was no additional information provided.